Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. The investigation is still ongoing.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 3.2 inr and within an hour the laboratory result was 2.4 inr. No adjustments were made to the patient's medication based on the laboratory result. The patients therapeutic range is 2.0-2.5 inr.

Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Medwatch fields concomitant medical products anddevice evaluated by MFR have been updated.